Event description:
It was reported, the light source display was all black. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this event has already been reported on medwatch 3002808148-2024-03641 (patient identifier '(B)(6) '). Refer to this file for supplemental information related to this event.